Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that 5 needle 26x3/8 ib experienced a difficulty/inability to connect, resulting in leakage noted prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: 8047580 1. Description of issue: customer reported that he went through several syringes and needles because the two could connect properly; as a result, he could not fill the cartridge properly. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences:5 4. Item number ¿ 3 ml syringe ¿ 309657 ¿ 26 g, 3/8¿ needle ¿ 305110 5. Product lot number:8047580 needle 8222920 syringe. 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution. ¿explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 needle 26x3/8 ib experienced a difficulty/inability to connect, resulting in leakage noted prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: 8047580 description of issue: customer reported that he went through several syringes and needles because the two could connect properly; as a result, he could not fill the cartridge properly. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 5. Item number: 3 ml syringe ¿ 309657. 26 g, 3/8¿ needle ¿ 305110. Product lot number: 8047580 needle, 8222920 syringe. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required.